Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the 10 nm torque limiting ratchet handle - 6mm hxc (p/n: 03.620.061, lot #: h236300-24) was returned and received at us cq. Upon visual inspection, no issues were observed with the returned device. Functional test: a functional test was performed on the returned device at service and repair. The low torque of the device measured during calibration testing which was not within the specified torque range of the device per relevant drawing. Hence, the torque test failed low. Service and repair evaluation: the customer reported the device had failed in calibration. The repair technician reported the device failed low during torque test. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition is confirmed for the 10 nm torque limiting ratchet handle - 6mm hxc (p/n: 03.620.061, lot #: h236300-24). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part # 03.620.061, synthes lot # h236300-24, supplier lot # h236300-24, release to warehouse date: 07 feb 2017, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: event year is reported as 2021; however exact date of event is unknown. Reporter is a j&j sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, during testing at service and repair it was found out that the torque limiting ratchet handle had failed in calibration. There was no patient involvement. This complaint involves one (1) device. This report is for (1) 10nm torq limiting ratchet handle-6mm hxc. This report is 1 of 1 (B)(4).